Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the 840 ventilator had a safety valve error. The ventilator was not in use on a patient at the time the malfunction occurred.